Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-00040. It was reported that there was a loss of aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure. During the procedure, while in thrombectomy mode,a priming error code occurred and the catheter stopped working. The catheter was discarded and another of the same catheter was selected. The case was re-started and the same issue occurred. A third of the same catheter was selected and the procedure was completed. There were no patient complications reported and the patient is fine.